Event description:
It was reported that 36x60 +4n liner seemed to have spun out and damaged. Halfway stuck in cup and half out. Metalosis present due to head rubbing on cup. Cup was not revised. A dual mobility liner was replaced as well as a new head. There was a reclaim modular stem in so we removed the proximal body and put a new one in so the trunion was brand new. Original surgery was (B)(6) 2020 w dr. (B)(6). On (B)(6) 2020 the stem was revised to a reclaim modular as the actis stem was loose. Then most recently on (B)(6) 2025 there was a revision because the liner was dissociated. We replaced the proximal body on the reclaim and converted acetabular side to dual mobility. Liner was dissociated. The poly implant was worn and it looked like it was worn bc the head was rubbing against the side of the dissociated liner. There was no issues w trunnion or proximal body. Doi: (B)(6) 2020, first dor: (B)(6) 2020, second dor: (B)(6) 2025, affected side: right hip. (B)(4) is related to (B)(4). (B)(4) was created for first revision surgery. (B)(4) was created for second revision surgery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: on (B)(6) 2020 the stem was revised to a reclaim modular as the actis stem was loose. Then most recently on (B)(6) 2025 there was a revision be the liner was dissociated. We replaced the proximal body on the reclaim and converted acetabular side to dual mobility. Liner was dissociated. I found product number from my index procedure and it's below. Yes, the poly implant was worn and it looked like it was worn be the head was rubbing against the side of the dissociated liner. There was no issues w trunnion or proximal body. Honor health thompson peak has held on to the poly to ensure their own "chain of custody" and that it was washed properly, saved by the ortho coordinator and then handed off to me. I have it with me and am planning to give to our warehouse this week to be sent back.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.